Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from quality of olympus (B)(6) (ofr) that an error u504 had occurred during a dpc coelio procedure, the probe tip had become dislodged and fell off into the patients. The probe tip was retrieved from the patient. The intended procedure was completed with another device. The information that ofr received from the user facility is as follows; "after 2 to 3 hours of dpc coelio procedure, an error message u504 "damaged probe". To continue the procedure, another thunderbeat was used. There was a disengagement of the probe tip, so the health professionnal had to recover it in the patient's body with the new scissor." "Additional time following the event: about 10 minutes" there was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. It was confirmed that there was a broken at 18mm from the distal end of the probe. The broken piece of the probe tip was not returned. The scratch could not be found on the probe in the visual check. The broken surface of the probe was inspected. The inspection revealed the break started from the origin of a crack caused to the probe. The vicinity of the origin of the fracture surface are blackened. There were no scratches nor marks in the non-insulated area of grasping section which came in contact to the probe and was abraded against it. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1. As the vicinity of the origin of the fracture surface are blackened, a crack was generated in the probe due to a load such as a spark and the probe damage error occurred. 2. The crack then extended when load to the device was applied to the probe. And the probe broke off in the end. The above device handling has warned in the instruction manual. The circumstances likely causing such spark could not be identified.